Event description:
We ordered our supplies and between 9/1/2006 and 10/15/2005 recieved some counterfeit one touch ultra 50 counts glucose test strips with lot# 2691191. We realized that last week when one patient has brought their test strips back in reporting that it does not take up blood like the way it should. We have taken action and are sending out warning letters to our patients who had filled one touch ultra between 9/1-10/15.